Event description:
The pt reported that the withdrawal cord came off when attempting to remove a tampon. The pt visited an emergency room on (B)(6) 2009, where the tampon was removed. No further treatment or complications were reported. Pt was treated at (B)(6) in (B)(6).